Manufacturer narrative:
(B)(4). No affected sets were saved. The customer's report could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports that the bottom white part of multiple sets has "fallen apart" during use. A nurse also reported that both ends of the set "cracked". No samples were saved. There was no pt harm reported. No specific dates or pt/event details are available.